Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with multiple syringes. Customer used a new syringe and cartridge to successfully fill the cartridge with insulin. There was no reported impact to customer's blood glucose.